Event description:
It was reported that there was a disconnection between 12 foot extension set and the patient line of the homechoice cassette. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient did properly tightened the connection before the therapy started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.